Event description:
Patient reported "anxiety, pain, and hardening" against left device. Healthcare professional later reported a left side capsular contracture, baker grade iii, hard, positioned high on chest wall, worsening pain on left nipple, and exchange from textured to smooth implants due to the patients concern with the product. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, anxiety product/procedure.